Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and hcp assessment. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. Upon review of the CT scans, healthcare professionals opined that- ¿all components extracted and cement spacer in place. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In case where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure.¿ more detailed information about the complaint event, patient condition and affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.